Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the 04.210.090s / 8260206, manufacturing location: (B)(4), manufacturing date: 7th february 2013, expiry date: 1st january 2023. Sterilization was conducted by supplier (B)(4). Article 04.210.090 was manufactured in the us with lot number 6836914. Manufacturing location: (B)(4). Manufacturing date: 08-dec-2011, part #: 04.210.090, lot#: 6836914 (non-sterile) - 1.8mm ti va lckng buttress pin with t8 stardrive recess/20mm. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that surgery to treat a fracture of distal radius took place on (B)(6) 2016. During the surgery, the reported va-lcp (variable angle locking compression plate) buttress pin was not able to be locked in hole of plate (the surgeon tried the locking with screwdriver according to the guide book). Then, the surgeon tried re-drilling hole and re-measuring the screw length repeatedly for approximately 30 minutes. Eventually, he decided using other screw and the screw was successfully locked. Surgery was extended for 30 minutes due to the event. No adverse consequences were reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: this complaint condition for the returned buttress pin not locking to the plate is unconfirmed because the plate involved in this complaint was not returned with the buttress pin to customer quality (cq) for evaluation and therefore the complaint could not be replicated or confirmed at cq. The returned pin was received with the distal tip sheared off. The distal broken edge of the pin is jagged. The tip fragment that was not returned would be approximately 1.0 mm long. In addition, the threads on the returned pin are malformed, consistent with deformation that occurs when thread locking to a plate. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned buttress pin is an implant used in the 2.4mm variable angle lcp distal radius system for fragment -specific fracture fixation with variable angle locking technology per the technique guide. The relevant drawing for the device was reviewed during this evaluation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code used: hwc. Reporter name. Reporter contact number: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.